Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer that the needle would not fully retract into the housing and was bent to the side. No other information was provided.

Event description:
It was reported by the customer that the needle would not fully retract into the housing and was bent to the side. No other information was provided. Additional information received 01 april 2024: there was no injury, as the product was not used. A different brand piv was inserted instead.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The device was received with the safety button engaged and the needle was partially withdrawn into the housing. The needle shaft was bent at the exit site from the needle carrier. No obvious use residues were observed. The guidewire was not mobile within the needle. The guidewire appeared to be pinched within the needle shaft. The needle shaft was intentionally straightened and subsequently the safety mechanism functioned as intended. Microscopic inspection of the needle tip was unremarkable. The safety mechanism was not able to activate due to the bend in the needle shaft. The bend likely occurred from device manipulation, however, it could not be determined when or how the damage occurred. Additionally, storage or handling may have been contributing factors. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that the needle would not fully retract into the housing and was bent to the side. No other information was provided. Additional information received 01 april 2024: there was no injury, as the product was not used. A different brand piv was inserted instead.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.